Manufacturer narrative:
(B)(4). All available information was investigated and the reported inability to remove the gripper line was confirmed. Inability to translate the snares and herniation on the gripper line lumens was also noted during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line in this incident could not be determined. It is likely that procedural interactions (natural curvature of patient anatomy) resulted in compressive forces placed on the delivery catheter (dc) shaft, and thus the gripper line lumens, leading to the observed herniation of the lumen coil. However, the minor herniation observed was unlikely to have caused the inability to remove the gripper line. The inability to remove the gripper line may have been due to a contribution of forces from usage of the device (procedural interaction). The aggregations of forces due to curves on the system as a result of natural patient anatomy and herniated coils resulting from constrictive forces/increased friction between the gripper line and gripper lumen coils may have contributed to the reported inability to remove the gripper line; however, this cannot be definitively confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received: a follow-up echocardiogram was performed on (B)(6) 2017, noting the gripper lines had migrated into the pulmonary artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the gripper line was unable to be removed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4 with a leaflet flail. The 1st mitraclip (cds 60919u382) was implanted on the leaflets. During gripper line removal, one end of the gripper line was pulled. Once that end was inside the delivery system (about 25% had been removed), the gripper line could not be withdrawn anymore. The clip delivery system was removed from the anatomy over the gripper line. The gripper line was cut at the femoral vein area. Another clip was implanted as intended successfully. Post procedure, the mr was grade 1-2. Echocardiogram, performed after the procedure, showed the gripper line remained attached to the implanted clip but both ends of the line had migrated into the pulmonary artery. There was no additional adverse patient sequela. Coumadin, a pre-existing, concomitant medication was continued. There was no additional information provided.